Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited varying right atrial (ra) lead pace impedances. The impedances were fluctuating from 500-600 ohms to 1600 ohms. These values are still within normal limits. Noise, oversensing, and inappropriate atrial tachy response episodes were also stored. At this time, the pacemaker and ra lead remain in service and no revision is planned. No adverse patient effects were reported.